Event description:
The pt was implanted on (B)(6) 2012. As per add'l info rec'd on (B)(4) 2013, the pt underwent his first fitting and electrode chanels 1, 2 and 4 were switched off. All other channels showed normal values. No clear statement could be made about the pt's hearing performance as he was only 1 year old. As per info rec'd on (B)(4) 2013, electrode channels 3 and 5, involved in the short circuit, as well as electrode channels 1, 2 and 4 were switched off now. The pt is bilaterally implanted and his performance is developing well.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.